Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: three cds were provided; the first cd contained fluoroscopic images and the remaining two cds contained echocardiographic images. Unfortunately, none of the cds contained intra-procedural echocardiograms. Cd 1 fluoroscopic images showed balloon-sizing followed by device placement (16mm aso). The pull-push maneuver showed that the device was small and it dislodged from the atrial septum. The 18mm aso appeared to have adequate orientation and was stable. Cd 2 trans-thoracic echocardiographic (tte) images obtained (B)(6) 2011 showed an aso in place, stable in 4-chamber view except for the rim that was toward the pulmonary vein where the left disc appeared to have angulated toward the right atrial side. The device was stable in the aortic, short-axis view. In sub-costal view with the ivc in view, the aso was significantly tilted. Cd 3 te and trans-esophageal (tee) images taken in (B)(6) 2011 showed the device in a stable location. No atrial-ventricular valve impingement was observed and significant splay of the discs over the aorta was seen. Device analysis: aga medical could not evaluate the product involved in this event since it was not returned. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: according to aga's medical consultant the following conclusions were drawn: the most likely explanation for device tilting, or inadvertent device undersizing was the patient's thin, atrial septal rim. The edges of the atrial septal rims were not sturdy enough to maintain device position which caused the device to embolize or tilt. No other comments or inferences can be made as we no intra-procedure echocardiograms were provided. Good results were found following the placement of the 18mm aso. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
According to the initial information received, a 16mm amplatzer septal occluder (aso) was released and successfully implanted. The atrial septal defect (asd) was sized to 12-14mm. The aso position was reviewed using x-ray and an echocardiogram and the aso was found to be too small for the defect. The aso was percutaneously retrieved and an 18mm aso was implanted successfully.

Manufacturer narrative:
We received information that the device was discarded and will not be returned for analysis. Also, we requested additional information including images; when our investigation is complete, an amended report will be submitted.